Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported laser cutting depth of the cornea was higher (cutting deeper) during a refractive procedure. There was no harm to the patient. Post-operatively the patient is doing well. It was reported that the doctor had not designed the operation according to standard requirements. The doctor designed the surgery in accordance with their own experience.

Manufacturer narrative:
During onsite visit, the field service engineer (fse) checked the equipment and found it was normal. The event happened because that the doctor hadn¿t designed the operation according to company standard requirements. The doctor designed the surgery in accordance with his/her own experience. After a conversation with the surgeon, the fse stated the event was not overcorrection. It was that the cutting depth of the corneal was higher (cut deeper) but there was no harm to the patient. The postoperative condition was well. No technical root cause was identified as the product was found to be within specifications. The root cause is the setting of surgery by the user. The manufacturer internal reference number is: (B)(4).